Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - returned to manufacturer? Yes section d9 - date returned to manufacturer: june 14, 2021 section h3 - device evaluated by manufacturer? Yes section h6- type of investigation 10 - testing of actual/suspected device 3331 - analysis of production records 4109 - historical data analysis 213 - no device problem found 67 - no problem detected device evaluation: the complaint sample was returned for evaluation. The complaint sample consisted of one unopened product box and when opened all components were there without any remarks. No functional test was performed as there were no reported device problem code to confirm. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age, weight, and ethnicity: information unknown not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. F explanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Initial reporter phone #: (B)(6). MFR telephone (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that some patients mentioned during the second lens implantation (in between they were at the ophthalmologist's office) that they ¿subjectively¿ felt an increased feeling of pressure. In one patient, the measured pressure was actually 50mhg. The pressure then eased. However, after using medioclear and other viscoelastics, it is not clear which one actually caused this pressure increase. The hospital is now evaluating which doctor used which visco and whether it correlates with this increase in pressure. Material is being returned for one healon pack.